Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2016. Patient removed all other dexcom applications from the smart phone and forgot all other dexcom bluetooth devices. Patient re-paired the phone with success. No injury or medical intervention was reported.